Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that an audible level alarm of the stockert s3 system sounded and the pump stopped during a procedure. The clinician hand cranked the pump to maintain flow while power cycling was performed. Although power cycling the pump did not resolve the issue, when the level sensor was power cycled, the system regained functionality and the case was completed. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that an audible level alarm of the stockert s3 system sounded and the pump stopped during a procedure. The clinician hand cranked the pump to maintain flow while power cycling was performed. Although power cycling the pump did not resolved the issue, when the level sensor was power cycled the system regained functionality and the case was completed. There was no report of patient injury.